Manufacturer narrative:
It is uncertain whether there was deviation from instructions for use on reprocessing steps for the points where the material remained. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material in the air/water cylinder, air/water channel, and auxiliary water channel could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - detection methods are written in IFU: gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. - prevention measures are written in IFU: gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that the evis exera iii colonovideoscope had a fault on the lever handle, a probable break in the cable, and a noise and a return of the lever in the doctor's hand. The issue was observed during reprocessing and there was no patient or procedure involved.

Manufacturer narrative:
The device was returned to olympus for a device evaluation and the customer's allegation was confirmed. In addition to the reported in b5, the device evaluation found the following: due to deformation of the angle shaft the right/left knob did not move smoothly, the air/water cylinder had no color, the suction cylinder had no color, the label on the scope connector was peeled, due to wear of the angle wire the bending angle in the up direction did not meet the standard value, the plastic distal end cover had a crack, the light guide lens had a crack, the adhesive on the bending section cover rubber had a crack, the connecting tube had a buckling, and the universal cord had buckling. The customer stated the device was reprocessed before returning to olympus. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.